Event description:
The facility's biomedical engineering department reported an infusion pump with an 810:04 failure code. Information was not provided regarding whether or not the device was in patient use when the reported event occurred. Biomed engineer stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.